Event description:
During post-operative follow up, a right limb occlusion was confirmed. The physician performed an intervention and a femoral-femoral bypass surgery was successfully performed.

Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 24.1 mm fusiform abdominal aneurysm. Aneurysm and vessel morphology at the time of implant was reported as the diameter of the proximal neck was 16.6mm and the diameter of aneurysm entry was 16.9mm. The proximal neck length was 64.5mm and reported as 20 degree of angulation. The diameter of the right access vessel (common iliac) was 41.2mm. The diameter of left access vessel (common iliac) was 20mm. It was reported that four days from the index procedure at the time of discharge and by angiography an unknown endoleak was observed (possible type ib, type iii or type IV) for the right cia. The physician stated that ultrasonography showed to be an anterograde type which flows from the upper side to the distal side of the iia. The patient will remain under observation for possible treatment. No additional clinical sequelae were reported. A review of returned films pre-implant show a 16mm - 19mm abdominal aorta with no aaa. The distal aortic diameter was 25mm. The right common iliac aneurysm diameter was 3.6cm maximum and the right internal iliac diameter was 2cm maximum. Both iliac arteries were calcified. There was a patent ima feeding the anterior of the aorta, and several lumbars feeding the posterior of the distal aorta. Films 4 days post-implant show that the bifurcate was placed just below the renal arteries; the proximal stent graft od is 19 x 20mm. The ipsilateral limb and extension are placed extending into the right external iliac artery, and the contra/left limb extends into the left common iliac. Beginning near the level of the gate, contrast is seen surrounding both limbs of the stent graft. The ima and lumbar vessels appear patent and may be feeding the aorta. Contrast continues to be visible into the right common and right internal iliac artery. The right internal iliac appears to have been coiled. No obvious stent graft issues were observed. The source of the endoleak is uncertain, but appears to be a type ii. Cannot rule out a possible type iii fabric endoleak; however, no obvious cause could be seen.

Manufacturer narrative:
(B)(4). Method: (films). Results: inherent risk of procedure (endoleak), unapproved use of device (neck diameter less than 19mm), lack of information (unknown cause of endoleak) conclusions: inherent risk of procedure (endoleak), off label-unapproved or contraindicated use of device (neck diameter less than 19mm), lack of information (unknown cause of endoleak).